Manufacturer narrative:
(B)(4). D10: unk liner cat#unk lot#unk. Unk glenosphere cat#unk lot#unk. Unk baseplate cat#unk lot#unk. Unk screw cat#unk lot#unk. Unk screw cat#unk lot#unk g2: foreign - event occurred in italy. H6: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Reference article: passaretti d, ascani c, ponzo a, marchioni b, de cupis m, scacchi m, pasqualetto m, ascani j, candela v, gumina s, lateralized versus medialized glenoid implants in reverse total shoulder arthroplasty for proximal humerus fractures. Comparison between trabecular metal and comprehensive zimmer biomet glenoid implants, journal of shoulder and elbow surgery (2025), doi: https://doi.org/10.1016/j.jse.2025.10.017.

Event description:
Within a journal article evaluating the impact of glenoid lateralization of rtsas involving patients with prior proximal humeral fractures: it was reported that 6 patients reported persistent pain and/or paresthesia in the operated limb. No additional information is available at this time.